Manufacturer narrative:
Pump received with no flashing medtronic logo. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. Pump was successfully able to download history file and traces with thump. Pump error 63 alerted on (B)(6) 2024 16:29:35.000 with variable (21). Pump error 63 (variable 21) alarm due to hardware anomaly (line number = 5590 249 and file number = 632 2101). Pump error 4 alarm was found in the history files on (B)(6) 2024 16:29:35.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and lcd flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails and label damage (stained and faded serial number label and faded end cap address label). Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2, and lcd flex tail. E/a alarm unspecified confirmed due to pump error 63 and pump error 4. Pump error 63 confirmed due to moisture damage. Pump error 4 confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a flashing medtronic logo on the screen and other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device will be returned.